Event description:
During preparation of the neuron max catheter to treat a stroke patient, the tech noticed that the valve would not properly screw onto the catheter. There was no patient involvement. They opened a new neuron max without incident.

Manufacturer narrative:
Device investigation, results: upon first inspection, there is nothing visually wrong with the unit. The crosscut valve was attached to the hub and the threaded body was twisted into place. As the friction of the threads bottoming out increased the threads of the valve jumped and the thread released and continued to spin. The same crosscut valve was threaded onto a demonstration neuron max unit and locked into place as expected. Close examination of the thread surfaces on the hub of the complaint related unit show an incomplete fill in the molding and a rounded end of the taper. Conclusion: the failure of the crosscut valve to seat properly on the hub is confirmed. The cause of this failure appears to be the incomplete fill of the hub mold during the manufacturing process. This is the first failure of this type that has been reported in a customer complaint. This failure mode will be monitored. The manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.